Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4) - the dentist reported that after 20 days dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, patient presented bone type iii.

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4) - the dentist reported that after 20 days dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, patient presented bone type iii.